Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error when loading new insulin. Customer stated that the insulin pump was exposed to a high magnetic field. During troubleshooting the drive support cap was noted to be normal. Customer's blood glucose reading at the time of the incident was noted to be 134 mg/dl. Customer was advised to revert to a backup plan and the insulin pump is being replaced.

Manufacturer narrative:
The pump was received with currents within specification. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The pump passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken reservoir tube lip, and cracked reservoir tube.